Event description:
It was reported that a patient presented with their atrial lead dislodged. The physician selected to explant and replace the atrial lead on (B)(6) 2022. The patient condition was stable.